Manufacturer narrative:
Follow-up #1; date of submission: 06/19/2014 ¿ upon review of the complaint, the reporter stated that there was no damage to the cartridge compartment, cartridge cap, or cartridge. It was reported that the cartridge was ejecting from the cartridge compartment before the user could secure the cartridge cap. Also, it was reported that the piston rod was fully retracted. The cause of the reported issue could not be determined through trouble shooting.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. It was reported that the cartridge was ejecting from the cartridge compartment following the rewind step due to a casing/condition issue. Blood glucose greater than 250mg/dl, but less than 500mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission: 04/07/2016. Product analysis: the device was returned and evaluated by product analysis on 03/28/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. No damage was observed to the pump¿s cartridge compartment. The cartridge was able to be installed properly without issue. The pump successfully completed a prime sequence without issue or alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.